Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate. The root cause of the system error 2240 alarm was due to an open clamp on an unused supply line. Proper procedures were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 1 of 1. The home patient (hp) found the clamp was open on an unused supply line, which caused the alarm. The baxter technical service representative (tsr) assisted the hp with ending therapy and advised the hp to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. Product surveillance spoke to the hp regarding the reported issue. The hp stated he discarded the entire set-up and started over with new supplies. No patient injury or medical intervention was reported. The home patient has been continuing therapy on the cycler with no further issues